Manufacturer narrative:
(B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. This is one of two products associated with complaint (B)(4).

Event description:
The report indicated that the cable connection could not be supplied between the g2 complex xtrasoft coil 3x8 coils ((B)(4) & lot unk) and the device. The coils that could not be detached were taken out. Additional information has been requested, and the products are expected for analyses.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt,

Manufacturer narrative:
It was reported that after the cable was connected the coils g2 complex xtrasoft coil 3x8 ((B)(4)) could not be detached, and the coils that could not be detached were taken out. Additional indicated that after the event, the same enpower cable and enpower box were used with the next devices, an according to the report, only one unit had the failure to detach. After the event, the procedure was completed with coiling, and replace with new one. Pre-deployment electrical check was not performed prior to inserting in the patient, and no low battery light was seen during case. Upon pressing the power button, all lights illuminated, and the green system ready light illuminated. Also, during the detachment cycle, the detachment light illuminated, but no audible signal beeped. All connections appeared to fit properly without application of excessive force. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts were made to detach the coil manually. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.). No further information was available, and there was no patient injury. The device will be returned for analysis. Very limited information was received. Both the unidentified dcb and connecting cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The detachment fiber did not receive heat and melt 1). No manufacturing defects were found. The dpu failed electrical testing with resistance at 48.8 ohms and the enpower systems go green light failed to illuminate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the coils non-detachment may have been due to damaged electrical wiring and/or a fracture of the solder joint connection. No manufacturing defects were found. The circumstances of where and how this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment systems and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The lot review indicated there were no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that after the cable was connected the coils g2 complex xtrasoft coil 3x8 (641cx0308/c24180) could not be detached, and the coils that could not be detached were taken out. Additional indicated that after the event, the same enpower cable and enpower box were used with the next devices, an according to the report, only one unit had the failure to detach. After the event, the procedure was completed with coiling, and replace with new one. Pre-deployment electrical check was not performed prior to inserting in the patient, and no low battery light was seen during case. Upon pressing the power button, all lights illuminated, and the green system ready light illuminated. Also, during the detachment cycle, the detachment light illuminated, but no audible signal beeped. All connections appeared to fit properly without application of excessive force. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts were made to detach the coil manually. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.). No further information was available, and there was no patient injury. The device will e returned for analysis. Additional information will be submitted within 30 days of receipt for this report under (B)(4). Also, please note that report number 2954740-2014-50039 was voided and no further information will be forthcoming, since only one device had the failure to detach.